Event description:
(B)(6) study. Same case as 2134265-2013-05777. It was reported that side branch stenosis occurred. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization which revealed the 99% stenosed lesion which was located in the mid left anterior descending artery that was 24mm long with a reference vessel diameter of 2.5mm. An unspecified balloon was used to predilate the target lesion. However, the balloon ruptured. As predilatation failed, rotablation was done with a 1.25mm rotalink burr and a rotablator rotational atherectomy system wire. Post rotablation, no reflow was noted due to abrupt closure of the vessel which was then treated with balloon angioplasty. The target lesion was treated with predilatation and placement of a 2.5 x 28mm study stent. Following stent implantation, a grade a vessel dissection was noted distal to the target lesion which was then treated with placement of a 2.25 x 8mm bailout stent resulting to timi 3 flow noted with 0% residual stenosis. On the same day, baseline core lab angiography was performed which revealed 20% side branch stenosis at the second diagonal. Post procedural angiography revealed 80% branch percentage stenosis in acute marginal. Baseline core lab angiography comments note: aburpt closure of mid/distal lad after wire placed. This came back (timi 3 flow) prior to stent placement.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).